Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that the readings on his contour next one meter were 20 mg/dl to 30 mg/dl higher compared to that obtained on the alternate meters. No specific readings were provided. There was no allegation of an adverse event. The customer discontinued the call, therefore, the device could not be requested for evaluation and the replacement device could not be sent. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.